Event description:
It was reported that there was a malfunction with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.